Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H6 a1301 was erroneously entered on the initial manufacturer device report as there was no indication that the pump couldn't be detected.

Event description:
The complainant reported a patient on impella support with a cp and an automated impella controller. The impella stopped and showed a ¿motor current high¿ alarm. Staff tried to restart the pump without success. After several attempts, an ¿impella stopped, aic error¿ appeared. Staff replaced the pump, and no patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.